Event description:
The hcp reported that the patient was experiencing left lower extremity weakness. An intracthecal granuloma was dianosed at l2 by MRI. The catheter and pump were explanted in 2006. The patient had been receiving dilaudid 40mg/ml and clonidine 1 mg/ml at a rate of 9 mg/day which was supplied by a "local pharmacy". No cultures were taken; the device was not returned to the manufacturer for analysis. Patient outcome was not reported.